Event description:
It was reported that the user cracked the screen of a recently replaced ilet insulin pump, and the user was instructed to shut down the device, return both units using provided labels, and employ backup therapy since insulin delivery and meal announcements would not be reliable. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included intake assessment, troubleshooting and education on device shutdown and data syncing, and logistical coordination for return and replacement. Investigation of this case revealed physical damage to the display consistent with accidental user handling, with no indication of component malfunction or alert behavior prior to shutdown. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.